Manufacturer narrative:
Findings: pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify operating currents due to motor error alarms. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error. The customers¿ blood glucose level was 150 mg/dl at the time of incident. The customer reported that the motor error and the pump stopped working. The insulin pump will be returned for analysis.